Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia beginning with a waking blood glucose of 246 mg/dl that rose to 347 mg/dl, with an occlusion alert occurring prior to a full supply change; the user was using a contact detach 23" infusion set and had also consumed an unannounced snack. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included the need for troubleshooting and a complete supply change, after which blood glucose trended downward to 249 mg/dl and continued to improve. Investigation included remote troubleshooting and education on stabilization timing following infusion set and supply replacement. Investigation of this case revealed an occlusion that resolved only after supply change and the contributing factor of unannounced carbohydrate intake. It was concluded that the event was consistent with an infusion set occlusion with user-related factors, and the device functioned as expected after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.